Event description:
As reported in user medwatch received from the hospital, "during outpatient infusion of chemotherapy through a port catheter inserted approximately seven weeks ago, a leak was noticed by patient's oncologist. Patient with history of breast cancer returned to operating room for ambulatory removal of the port catheter and insertion of a new port catheter. The leak was found at the base of the device." Per follow-up conversation with the hospital, the patient received a new port/catheter and was discharged home on the same day without complications. The used device will be returned for evaluation.

Manufacturer narrative:
While it has been indicated that the used port/catheter will be returned to navilyst medical for evaluation, to date, the sample has not been received. Upon receipt of the sample and completion of the investigation, a follow-up medwatch will be submitted. (B)(4).